Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the stimulation setting was at 0.0 ma. It was reported that this happened randomly a couple of times starting a few weeks ago. It was noted that the issue occurred after they were programmed with adaptive stimulation. The patient was instructed to track when this occurs. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the as was not fully configured for each position and therefore was the cause. It was reported that the rep had the patient properly set adaptive stim settings for each position; issue resolved.